Manufacturer narrative:
The unit was received with missing segments due to a cracked and bleeding lcd glass. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test, or to verify any errors/alarms due to missing segments. The unit had a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube.

Event description:
The customer called in to report that he woke up to the device alarming and saw the display was black all over. The customer stated the screen appeared cracked from the inside. The customer's blood glucose level was 414 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.